Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime and a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlockedj2 and lcd keypad connector. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and it is cracked on both sides. The customer also indicated that the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.